Event description:
The physician used a wilson-cook triclip endoscopic clipping device on a gastric bleed in the patient's stomach. During an attempt to position the clip the clip prematurely deployed in an open position and the handle broke. A net was used to retrieve the detached clip. No injury to the patient was reported. Post procedure the patient's condition was reported to be good.